Event description:
Following a vasectomy in 2010 a patient kept returning with epididymitis. Antibiotics were used but still did not completely clear the problem. Repeat surgery was performed eight months later and the doctor discovered remnants of the absorbable chromic suture material still at the site.manufacturer response for suture, absorbable, chromic gut: mfg qa took down information as a product inquiry.